Event description:
Falsely low l/s ratioswere reported from densitometer. The leading digit was dropped i.e., a result of 12.1 was reported as 2.1. After communication with helena labs, a circuit board was installed on 2/28/92 and failed to correct problem. Further communication with company revealed that problem was demonstrated at helena labs and therefore is an inherent defect in the quick quant densitometer.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: 2.device serviced in accordance with service schedule. Date last serviced: 01-aug-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, computer hardware performance tests conducted. Results of evaluation: component failure. Conclusion: software/firmware caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.